Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown , product type: unknown. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that the patient had spinal cord stimulation for occipital neuralgia and that it was working well until it had to be removed. The patient reported that the system worked very well for her and she had maybe 4-5 breakthroughs since implant. She reported that she had even stopped taking medications for the occipital neuralgia. The anchor that was located in the back of her neck and pushed through the skin. She went to the emergency room on (B)(6) 2016 and they removed the spinal cord stimulation system on (B)(6) 2016 to avoid infection. When it was removed, there was no infection. The patient healed and fully recovered from the surgery. Additional information has been requested regarding the cause of the anchor pushing through the skin, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Conclusion code refers to the anchor in this event. Conclusion code refers to the ins in this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had her stimulator for occipital neuralgia for 2 years and it was really helping and allowed the patient the freedom to do activities and control her nerve pain. In (B)(6) 2016, the lead in the patient's neck area pushed through the skin, exposing it to germs. The patient's doctor surgically removed it, gave the patient 4 weeks to heal, and put another in. The patient noted the unit had worked great for her and it was not her fault that it broken through the skin.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had a revision in 2014 due to the lead anchor trying to come through the neck area. The patient stated that the plan after having the system removed over concern of infection in (B)(6) 2016 was to wait four weeks to heal and then install a new system. The patient noted that right before the surgery to put in the new system her insurance would not approve it. The patient reported that her device had been in her for a little over two years and was an absolutely life changing experience and now she was back in horrible debilitating burning pain and was unable to function most days.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported she had occipital neuralgia and had it since 2001. The patient reported that she spent years hurting with burning, searing pain coil up in bed pulling my hair so hard almost breaking it off at the occipital area. The patient reported that shots medications had no effect until she came across a healthcare provider (hcp) in 2013. The patient reported that the hcp explained that there was no cure for this or surgery that could stop the pain but that the neurostimulator (ins) off label use could help. The patient reported that in december 2013 the unit was placed in the neckline and occipital are on the right side. The patient reported that the battery was installed in her right buttock area. The patient reported that great relief ensued and then in 2015 a revision to the anchor had to be done and all was well. The patient reported that the anchor finally protruded through her neck area which was then removed because of infection danger. The patient reported that this was no fault to herself but she was the one left out of help. The patient reported that she was to heal for 4 weeks and then return to have a new one inserted however her insurance refused to cover it. The patient reported she didn¿t have any freedom to live a normal life that wasn¿t controlled by this burning and no one to help her. No further complications were reported.